Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number: k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection, tooth #7. Symptoms as a result of the event: abscess.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: b5 was updated as the patient had been prescribed an antibiotic when the implant was extracted. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: impact code was added: 4641. H10: narrative/data was updated.

Event description:
Upon follow up, the customer confirmed antibiotic was prescribed when the implant was extracted and site bone grafted.